Event description:
Boston scientific received information that during the evening following an uncomplicated subcutaneous implantable cardioverter defibrillator system implant, the patient reported difficulty breathing. A chest x ray confirmed the electrode had perforated the pulmonary pleura. Reportedly during implant, tunneling was inadvertently under the chest cavity and emerged between two ribs, unnoticed by the physician during the procedure. The patient was immediately taken and the electrode successfully repositioned. No additional adverse patient effects were reported prior to, nor during the revision procedure. To date, the electrode remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.